Event description:
Revision surgery - the surgeon reported that the original tibial component had subsided causing the poly insert to become worn down.

Manufacturer narrative:
The revision for this revision surgery was the knee baseplate subsided causing premature wear to the poly insert. No information was reported with this complaint about any other patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for this revision surgery. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed a total of (B)(4) complaints have been submitted against this part number, (B)(4) other for subsiding with the remainder not similar in cause to this complaint. This is this (B)(4) complaint against lot number 217b1013. The root cause for this product complaint is the baseplate subsiding causing premature wear to the poly insert. Information was not provided that definitively identified the reason/root cause for the subsidence of the tibial baseplate. Premature wear of the baseplate was the result of the baseplate subsiding. There is no reported information that indicates a material, design, or manufacturing problem with this product.